Event description:
The manufacturer received information alleging an innospire elegance device was plugged in and was not in use when the device started smoking. The device was plugged into the receptacle and the ac outlet. There is no smoke smell. There were no reports of melting, warping or voids/gaps in enclosure. There are no allegations of serious or permanent harm or injury. No medical intervention was specified by the patient. The device has not yet been returned to the manufacturer for evaluation. If any additional information is received, a follow-up report will be filed.

Manufacturer narrative:
The manufacturer previously reported the manufacturer received information alleging an innospire elegance device was plugged in and was not in use when the device started smoking. The device was plugged into the receptacle and the ac outlet. There is no smoke smell. There were no reports of melting, warping or voids/gaps in enclosure. There are no allegations of serious or permanent harm or injury. No medical intervention was specified by the patient. The innospire elegance was returned to the manufacturer service center for evaluation, and the customer's complaint was not confirmed. During the evaluation it was noted the whole interior was contaminated and the motor had rust on it. No burnt odor was smelled on the inside or outside of the device. Due to the observation of interior contamination, it could be possible a foreign substance got inside the device and was burnt off causing smoke for the customer since rust and contamination was found on the interior of the device. The root cause is not confirmed at this time. A final report is being submitted. If any additional information is received, a supplemental report will be filed.